Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad had partial split with no metal exposure and charred marks were also noted on the teflon pad. Probe check could not be performed due to broken probe unit. The distal end was inspected under a microscope and found approximately 14mm of the probe unit is detached/missing; missing portion of the probe unit was not returned.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, this type of damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the device did not work as intended. The procedure was successfully completed using a different thunderbeat device. Furthermore olympus was informed metal was exposed and no device fragment fell into the patient. The event occurred while the doctor was performing cut and seal with the device. A short circuit error was displayed on the generator during the procedure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.